Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Two needle breakages occurred in same procedure were submitted via 2210968-2020-02528 and 2210968-2020-02529.

Event description:
It was reported that the patient underwent a post-operational sternal wound closure procedure after aortic valve replacement on (B)(6) 2020 and the suture was used for closing sternal points. It was reported that the tip of needle broke. The cavity was searched for the tip and it was not found. X-ray was performed and there was no evidence of needle tip inside of the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/30/2020. Corrected information: d3,g1,g2. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.